Event description:
The customer reported that the screw broke during its implantation. The broken screw was removed, and another one was implanted.

Manufacturer narrative:
The complaint investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.